Event description:
According to the reporter: occurred during a pneumothorax wedge resection. On the second firing, the powered handle was unable to cut or staple with the reload. The instrument did not fire. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Not reportable.